Event description:
A report was received that a pt's precision system was explanted because the pt was experiencing nausea. The pt was reportedly doing well after the procedure.

Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned for evaluation. This is the final report.